Event description:
Lvp component damage was reported.

Manufacturer narrative:
Correction: h.9.

Manufacturer narrative:
The customer report of lvp bezel post recall was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process. The proximate cause was of the bezel post recall was identified by the service depot and was found to be recall affected, the bezel was replaced. Service determined the proximate cause of the ail replacement was the result of an electrical failure. Service determined the proximate cause of the male and female iui replacement was the result of contamination due to maintenance issues.

Event description:
Lvp component damage was reported.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of lvp bezel post recall was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.